Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing of noise. No additional adverse patient effects were reported. This product has not been received by boston scientific for further investigation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.